Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a routine maintenance/testing, it was observed that the motor device vibrated or was extremely hot. The reporter could not clarify which alleged malfunction was observed. The event did not occur during surgery. There was no delay in the reported event and no spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was power broken; ran in the load position. Running the device in the load position would cause heat and vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to failure to follow directions for use and running the device in the safe or load position. This is further classified as misuse, abuse and possibly use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.